Event description:
The subject device was returned for analysis, and it was discovered that the guidewire (subject device) distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the guidewire was returned broken (distal end was not returned but the proximal end was 188.2cm roughly). The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed. The distal end of the guidewire was not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported kink was not confirmed during the analysis, it was found that the guidewire had been fractured. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that the device was prepared as per the dfu and there were no anomalies noted prior to use. Some force was used for pushing the guidewire. The patient¿s anatomy was severely tortuous. Analysis of the returned device found the guidewire had been broken/fractured, not kinked as was reported. It is probable that the guidewire was fractured during use as a result of forces applied in navigating or removal from the patient¿s tortuous anatomy. An assignable cause of not confirmed will be assigned to the reported event ¿guidewire distal tip kinked/bent¿, as there was no kinking noted. An assignable cause of procedural factors will be assigned to the analysed event ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
The subject device was returned for analysis, and it was discovered that the guidewire (subject device) distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.